Event description:
It was reported that the patient "had gotten too much baclofen" and it "looked as if she was overdosed". The patient's respiratory rate was noted to have gone down, and the patient's healthcare provider stopped the pump. The patient's outcome was unknown. The patient's dosage was noted to be lioresal 50.04mcg/day. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Additional information: the pump was placed on minimum rate mode until the next morning when the dose was increased. It was believed that the patient's overdose symptoms were caused by anesthesia, not baclofen. There were no additional problems so it was assumed that the patient was doing well. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8840 lot# serial# unknown, product type programmer, physician product ID, 8781 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)